Event description:
It was reported that the boston scientific representative had called in to review the ventricular tachycardia (vt) episode for this implantable cardioverter defibrillator (ICD) and stated that there could be oversensing. Technical services (ts) reviewed and stated that the oversensing is intermittent due to the t waves on the right ventricular (rv) channel. Ts recommended sensitivity options or to consider increasing initial duration for the rate zones. The boston scientific representative will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section of initial reporter and g2 report source.

Event description:
It was reported that the boston scientific representative had called in to review the ventricular tachycardia (vt) episode for this implantable cardioverter defibrillator (ICD) and stated that there could be oversensing. Technical services (ts) reviewed and stated that the oversensing is intermittent due to the t waves on the right ventricular (rv) channel. Ts recommended sensitivity options or to consider increasing initial duration for the rate zones. The boston scientific representative will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.